Manufacturer narrative:
One knife sample was received in an opened blister for the report of being dull. The sample was visually inspected and was found to be conforming. The sample was functionally tested for penetration and was found to be conforming. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are eight additional complaints associated with the lot for the reported issue. The returned sample was found to be conforming therefore, a dull blade as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned knife was manufactured to specification however, due to the high level of complaints, an investigation has been completed and action has been implemented to reduce the frequency of complaints for dull knife blades. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information is confirmed to be unavailable for this report. This is the second of four reports from this reporter. (B)(4).

Event description:
A nurse reported that multiple knives were dull during separate cataract surgeries. There was no impact to any patient. Additional information has been confirmed to be unavailable.